Event description:
The user received questionable (B)(6) results for one patient sample. On (B)(6) 2012, the presence of (B)(6) antibodies was shown on the siemens immulite ((B)(6)). On (B)(6) 2012, with two serum samples from the same patient, the result from the cobas e411 analyzer was (B)(6). No information was provided to determine if the erroneous results were reported outside the laboratory or if the patient was adversely affected. The (B)(6) reagent lot number was (B)(4). The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The patient sample in question was submitted for investigation. As part of the investigation, the sample was sent to be tested on advia centaur and the result was negative. It was determined the elecsys anti-hav anti-igm result was correct and the assay performed within specification. The discrepant results reflect the differences in assay set up of the different manufacturer's. No adverse event was reported.